Event description:
Complaint: #(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has received a similar complaint from this failure.the investigaton has ben performed based on the complaint #231439. According to the sample investigation of the complaint #(B)(4); maquet cardiopulmonary requested the product back for manufacturer investigation.the failure could be confirmed based on the laboratory investigation. (B)(4). Device history record was reviewed. There were no references found which are indicating a nonconformance of the product in question. Getinge cardiopulmonary antalya has been initiated scar (supplier corrective action request) 751001239.scar has been closed since supplier evaluated the issue and confirmed the failure.cause of the failure according to the supplier is slip during visual inspection.as a corrective action, information about the complaint goes to the responsible department.further actions will be taken in processof continuous improvement. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
During the cpb (cardiopulmonary bypass) blood leaked to the waste line. It was not hemolysis, but was judged to be blood leakage and was discontinued. Complaint no: (B)(4).